Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported an inability to interrogate the device. A forced interrogation attempt resulted in the error message: unable to identify device type. Additionally, a forced ram dump was unsuccessful. All standard troubleshooting procedures to establish communication with the device were exhausted. The device last transmitted to hmsc on june 10, 2025, showing a battery status of bos / 100 percent. The device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.